Manufacturer narrative:
(B)(4)

Event description:
It was reported that few months after the device was implanted the patient was felling weaker and tired due to phrenic nerve stimulation (pns) of a lv lead. High thresholds were observed and chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. Device was reprogrammed accordingly. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.